Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned starclose se device revealed that although it was reported that after clip deployment difficulty was encountered because the locator wings did not retract, evaluation of the returned device found that the device was partially deployed with the clip remaining on the carrier tube. The plunger and undamaged locator wings remained deployed. Although, the thumb advancer and clip delivery tubeset were fully distally deployed and the exchange sheath was fully slit and undamaged, the trigger button had not been deployed as indicated by the starclose se clip remaining on the pusher tube. Internal inspection of the device did not present any anomaly. During testing, the device was reset resulting in successful and complete deployment of the device without any abnormality detected. It is possible the operator believed that clip deployment had taken place, removed the device from the patient prior to clip deployment, or the returned device does not belong to this product experience. Possible contributing factors for the difficulty encountered removing the device can occur due to factors including but not limited to, operator deployment technique, patient anatomy, or manufacturing. In this case operator deployment technique likely played a role in the product experience. The device was deployed only through step 3, thumb advancer/exchange sheath splitting, the locator wings remained deployed, and the failed use of the release mechanisms to assist in device removal resulted in the difficulty to remove condition. Anatomically, tissue may have interfered with proper device function but there was no anatomical information provided that may have contributed to the reported experience. The difficult to remove condition resulted in continued bleeding which required an alternative method of hemostasis. Based on the investigation no product lot quality deficiency was detected. The investigation was able to confirm the reported event based on the partially deployed condition of the device. The cause for the product experience was determined to be operator error in the deployment sequence. Per the starclose se device instructions for use (IFU), if difficulty is encountered removing the device, the IFU instructs the operator to locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number (3) exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. In this case the operator inadvertently forgot to use the safety release mechanisms to aide in the removal of the device. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint-database was performed for the lot and there have been no previous incidents reported. All products are subject to an inspection by manufacturing and are visually inspected for proper vessel locator wing deployment and retraction. Additionally, a sampling of the devices are functionally and destructively tested to verify proper device operation. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that after a diagnostic peripheral angiogram, arteriotomy closure of the common femoral artery was attempted using the starclose se device. Reportedly, after clip deployment, difficulty was encountered because the locator wings did not retract. The physician used counter-traction with an assertive pull to remove the device. Once the device was out of the patient anatomy, bleeding continued. Manual arterial compression was applied to achieve hemostasis. The physician inadvertently forgot to use the safety release mechanisms to aide in the removal of the device. There were no reported adverse patient sequelae. The physician was reported to be trained in the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional information. Improper removal represents that the access ports were not used to aide in the removal of the device. The instructions for use state under closure procedure. Note: if resistance is met upon removal of the device, follow the steps below to remove the device. Locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible click should be heard. Check that the number (3) exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings.